Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an error message maintenance required. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, therefore no information is available. This will be documented as a malfunction, the cause of which was not determined. Based on the information available there is insufficient information to confirm the reported problem. The device remains at the customer site and no further evaluation is warranted at this time. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment. H3 other text : multiple attempts were made to request information regarding resolution.

Event description:
It was initially reported to philips that the device had an error message maintenance required. Additional details clarified there were non-invasive blood pressure errors after a preventive maintenance. There was no patient involvement.